Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11. Complaint can be confirmed through the returned product analysis. The technician evaluated the device and found it would not run due to the bearings, reciprocating arm and motor being corroded. Additionally, the poppet was stuck in the handle. The bearings, reciprocating arm, poppet assembly, and motor were replaced to resolve the reported issue. The device was confirmed to be conforming and functional following repair. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time the device sounded slow and was not cutting. There was no patient impact. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10: concomitant therapy. Item#: 00880201500, zimmer dermatome 1.5" width plate, lot: unk. Item#: 00880200200, zimmer dermatome 2" width plate, lot: unk. Item#: 00880200300, zimmer dermatome 3" width plate, lot: 65057163. Item#: 00880200400, zimmer dermatome 4" width plate, lot: 66847670. Item#: unk, unknown air hose, lot/serial: unk. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.